Manufacturer narrative:
Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Device has not been explanted, so product evaluation is not possible. Device was not returned to MFR for evaluation. Unable to determine the cause of the event.

Event description:
This is the second of two events for the same pt. It was reported that the pt underwent one-level open l5-s1 tlif with a spondylotisthesis reduction using verte-stack capstone peek vertebral body spacer/infuse bone graft. Approx three months post-op, the pt complained of non-radicular hip pain. MRI showed lesion at l5-s1 at the annulotomy with some loculation appearance pushing into the l5 vertebral body like a "cloud". An encapsulated fluid collection was identified at l5, and a fluoroscopically guided needle aspiration was performed to remove approx 5 ml of fluid. An encapsulated fluid collection was identified at l5 and a fluroscopically guided needle aspiration was performed to remove approx 5 ml of fluid. The pain persisted so a revision surgery was performed to remove the fluid collection. Upon exploration, the encapusulated wall of the fluid collection appeared to be calcified. And was apparntly compressing the nerve root. No lab results or histology report results reported.